Event description:
Procedure type: colorectal; according to the reporter: inserted port as normal and inserted scope. Then noticed a small piece/sliver of plastic had come away from the spring grip and was in the patient. The strip of plastic was removed and the port removed and replaced with another bluntport. It's unknown whether the strip retrieved was retrieved in its entirety. Under visualisation, nothing appeared to be left. The patient is fine. No delay in surgery. No unanticipated blood loss. No tissue damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).